Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited an error e315 image problem. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d10, g3, h2, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, the complaint investigation is solely based on information provided by customer. The reported failure was not confirmed. Based on the results of the investigation a probable root cause cannot be established. Olympus will continue to monitor field performance for this device

Event description:
It was reported that the camera head exhibited an error e315 image problem. There were no reports of patient involvement.